Event description:
A report was received that the patient had an infection at the ipg site which was not device related and the cause was unknown. Symptom of drainage at the site was noted. The patient was given an intravenous (IV) antibiotics by the infectious disease physician for treatment and all the wounds had healed perfectly with no current signs of infection. No further course of action will be taken at this time.